Event description:
Customer reported via phone, he needed a new meter and during the call he mentioned he had experienced low blood glucose of 30 mg/dl. Customer stated he expects to experience lows from time to time. Customer is aware why his blood glucose was low. No troubleshooting was performed for the low. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.